Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue. Additionally, the device's dc power connector was replaced to address the issue.